Manufacturer narrative:
The investigation has been completed for the reported issue of product damage (cannula kink). The device was discarded by the customer. Cannula kink happened during support. The cause of the issue was a kinked cannula due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had a tortuous vasculature which caused the cannula to kink during delivery. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.